Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a home pd system kaguya set. It was further described as ¿liquid leak under the door¿. This occurred during priming of the device for automated peritoneal dialysis (pd) therapy. New supplies would be used to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.